Manufacturer narrative:
Pc-(B)(4). Batch # r93d5g. Device analysis: the analysis results confirmed that one 5dcs instrument was received with no damage in the external components. When testing the instrument for functionality it was noted that the instrument did not close properly and would not cut the test skin properly. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to why the device was difficult to close. The reported complaint was confirmed. It should be noted that 200% inspections take place during the manufacturing to ensure the device meets the require specifications; and a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Lap myomectomy case in hkbh. 5dcs is opened for the case, but item is reported to have a failure in the jaws. Once they are closed, they will no longer be able to open again. The suspected item is kept in ot. There were no patient consequences.